Event description:
It was reported that a user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet bionic pancreas pump with no associated alerts or alarms, after which readings resumed during troubleshooting and no further assistance was required. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health and no need for medical care or hospitalization. User support included troubleshooting and education. Investigation of this case revealed transient signal loss between the cgm and the ilet pump without evidence of device malfunction, and the system recovered communication as expected. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent cgm-to-pump communication disruption.